Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred out of box. Customer¿s blood glucose level was 152 mg/dl; however customer was using an alternate pump for insulin therapy at time of malfunction. Reportedly, the customer continued to use an alternate pump for insulin therapy.